Event description:
Noted abnormal / prolonged bleeding between the pump and apical cuff through the gasket on the device. No harm to pt. No escalating cares required (aside from holding pressure longer than is typical). No need to change pump. Followed standard of care and steps listed in urgent medical device notification and bleeding resolved.